Event description:
Account reports one incident in which approx during the "middle of the or case", the tubing on the right hand side of the cuff separated. No compromise to the pt or th4e heath care provider, however, reporter stated "there was blood everywhere." Due to blood contatmination, cuff discarded. Lot number not identified. Reporter also added, "I don't think this is a lot problem since it was one incident, but I thought you might like to know."